Manufacturer narrative:
Patient weight not available from the site. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. A medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative, following up with the site, reported that when the site pushed the button on the handswitch to take a 3d spin, nothing happened. The 2d anterior/posterior and lateral images had worked without issue. The site's radiologic technologist (rt) switched between 2d and 3d mode a couple times with no change. The rt then put the system into e-stop, reset it, and was able to complete a 3d spin. This behavior was reproducible for two more spins. The rt needed to switch between 2d and 3d mode, enter e-stop, and reset then was able to complete a 3d spin. The spins worked and transferred and the quality was good after that. The rt said the pendant was in e-stop mode but it was still fully functional.